Event description:
The reporter's spouse did back to back blood glucose tests, within 10 minutes, using separate fingersticks. The results were 285 and 195 mg/dl. Reporter did not have any symptoms. Control solution testing was not done during troubleshooting due to unavailability of supplies. On follow-up, the reporter stated that reporter checks the confirmation dot for enough blood when testing. Two control solution tests were in range, 127 and 131 (93-139). No harm was alleged.